Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced insulin flow block alarm and insulin does not exits tubing with plunger push no further information available.

Manufacturer narrative:
Patient city: (B)(6).